Event description:
Info received indicates that tubing is leaking where it is connected to the pump.

Manufacturer narrative:
Products were not returned for investigation. No part number and lot number were provided.